Event description:
Material #: 301031 batch #: 2118613. It was reported by the customer that debris found in syringe. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Verbatim: rcc received a complaint via email. Notification number 200521611, notification created date 10/4/2022, notification description debris found in syringe, component number 26007, component description syr 20ml l/l, component lot serial number (B)(6), regulatory date reported 4/5/2024, regulatory reference number (B)(4).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received. Material#: 301031, batch#: 2118613. It was reported by the customer that debris found in syringe. Rcc received a complaint via email. Email(s). Notification number: (B)(4). Notification created date 10/4/2022. Notification description debris found in syringe. Component number 26007 component description syr 20ml l/l. Component lot serial number: (B)(6). Regulatory date reported 4/5/2024. Regulatory reference number: (B)(4).

Manufacturer narrative:
(B)(4) follow up: a device history record review was completed by our quality engineer team for provided material number: 301031 and lot number: 2118613. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.